Event description:
A peritoneal dialysis (pd) nurse reported the pt was admitted to the hospital on (B)(6) 2014 for a catheter replacement and developed peritonitis while in-hospital on (B)(6) 2014. There was no allegation of device malfunction. There had been no reported fluid leaks during treatment prior to the infection. The following is based on the medical records provided by the pt's treatment facility. During medical record review, it was reported the pt had an episode of hemoperitoneum several weeks prior of unk etiology. The date of occurrence was unk. The pt's fluid culture results were unremarkable adn a CT scan revealed some right lower lung consolidation, but relatively unremarkable abdomen. There were some stable low-density masses throughout the liver, which were unchanged. The pt's hemoperitoneum had improved. During admission, the pt was noted to have a dysfunction of his pd catheter, which was noted to have risen after the pt's episode of hemoperitoneum. The pt was noted to have unremarkable temperature, regular heart rate and rhythm with a slight heart murmur, acceptable blood pressure levels, and oxygen saturation. The pt was noted to have increased levels of fibrin in the catheter, with a distended and bloated abdomen and tenderness to palpation. Add'l medical records were requested.

Manufacturer narrative:
The actual device was returned to the MFR for eval and a product investigation was performed. A visual inspection of the cycler exterior showed no signs of any physical damage. A simulated treatment was performed and completed without any failures or problems. The valve actuation test, system air leak test, pt sensor calibration check were performed and passed. Further eval found no device malfunctions that would have caused the reported hemoperitoneum event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the mfg process. Product labeling, material, and process controls were within specs.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. The source of pt's hemoperitoneum is not mentioned in the medical records. Medical records did not contain hospital progress noted, lab/diagnostic results or physician orders for review. According to the pdrn, cultures were negative and there was likely to infection. Medical records do confirm that after (B)(6) 2014, the pt had issues with the peritoneal catheter becoming obstructed to the point that it became non-functioning. This, in turn, prompted the pt to have the peritoneal dialysis catheter removed and pt started on hemodialysis. There is no documentation in the medical record that indicates a causal relationship between the pt's liberty cycler and the pt's hemoperitoneum. It appears the hemoperitoneum was a result of the peritoneal dialysis catheter as evidence by further issues with it. The peritoneal dialysis catheter is not a fresenius manufactured product.

Event description:
Medical records were provided by the pt's dialysis center. Pt was an (B)(6) y/o, male who called the peritoneal dialysis registered nurse (pdrn) with complaints of two episodes of bloody effluent with no abdominal pain. Pt went to the emergency room and instructed to f/u with the dialysis clinic. Two days later, the pt presented at the dialysis clinic with clear effluent and no pain in the abdomen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation and available medical records.